Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection in ck1, ck2, ck3, deep malar fat pad and top model cheek with 4 ml juvéderm¿ voluma¿ with lidocaine for volume loss in the cheek region. Mild swelling for about a week and then no issues. Approximately 1.5 months later, mild nasal cold for about a week no medication required and resolved. Patient saw a dentist 3 days later and had a cleaning. 5 days later, patient noticed that the face looked a little swollen. Right side of the face was very swollen upon waking up the following day. Right cheek was red and hot to touch and right lip and cheek were drooping. Patient saw general practitioner and a large "cyst like lump" was felt in cheek. Patient put on apo-cephalex 500 mg qid and famcyclovir 300mg tid. Patient returned to dentist who performed a pan xray which was negative for any infections. 2 days later, the right cheek swelling has subsided substantially. Patient still feels a small lump in right cheek and a small hard lump in left cheek. The left cheek became hot and swollen the next day. Swelling subsided 2 days later. 4 days after that, left side swelling is gone and lump very small and not noticeable. Patient finished antiviral medication and is still taking antibiotic. Symptoms resolved 2 months after symptom apparition.